Event description:
According to the literature source of study, a retrospective study outcome of  the evaluation of the safety and performance of medtronic endo universal 65 in elective laparoscopic inguinal, umbilical, epigastric and incisional hernia operations (1 year follow-up). 1.351 (92.28 %) patients in elective laparoscopic inguinal hernia repair, 36 (2.46 %) patients in elective laparoscopic umbilical hernia repair, 7 (0.48 %) patients in elective laparoscopic epigastric hernia repair and 70 (4.78 %) patients in elective laparoscopic incisional hernia repair were included in the study. Tissue breakdown (intraoperative organ injuries) is a complication. Post operative complications included bleeding, seroma, infection, pain and hernia recurrence are device related. Additional surgery was required. General complications and complication related reoperations are not related to the device. Herniamed registry extraction medtronic endo universal 65 in elective laparoscopic inguinal, umbilical, epigastric and incisional hernia operations (1 year follow-up), dr. (B)(6).

Manufacturer narrative:
D10 concomitant products: 173054, 173054 endo uni 12 with (lot#:unknown) (B)(6), md. "Herniamed registry extraction medtronic endo universal 65 in elective laparoscopic inguinal, umbilical, epigastric and incisional hernia repair (1-year follow-up)", issue v00, (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.